Manufacturer narrative:
Pc (B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the estimated blood loss? Was a transfusion required? Were there any issues noted with staple formation throughout care of patient? Does the surgeon routinely wait 15 seconds prior to firing? Was the hospitalization extended due to the issues experienced with device? How was procedure completed? What is meant by ¿being drained¿? What is the current patient status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic gastroplasty procedure - bypass technique, after the second gastric stapling, bleeding was detected in the staple line. Such bleeding was remedied with manual suture. Patient remains hospitalized, being drained.